Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9336037. Medical device expiration date: 2020-11-30. Device manufacture date: 2019-12-02. Medical device lot #: 9246544. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-09-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ctad blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: "we received a complaint from a health care team about ctad tubes with insufficient filling."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 20 retained samples were draw-tested from batch 9246544 and 20 tubes from batch 9336037 were evaluated by functional testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® ctad blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: "we received a complaint from a health care team about ctad tubes with insufficient filling."